Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2; remove checkmark in healthcare professional checkbox. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1)grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2)since the tissue pad was peeled off, the grasping section and the probe came into contact. 3)the ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. 4)it was determined that the error could no longer be cleared, and output was no longer possible. The following is included in the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the sonicbeat displayed an unknown error, the tissue pad turned up, and output became impossible. The event occurred during a therapeutic laparoscopic colectomy. There were no delays, and the procedure was completed using a replacement device. There was no report of additional anesthesia or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an error was not confirmed. The allegation of tissue pad being worn and partially peeled off was confirmed. In addition, there was a mark on the tip of the probe that had came in contact with the grip. There was a trace of contact with the tip of the probe on the grip. The probe check was performed with the usg-400 and td-sb400, there was no abnormality. Seal short-circuit error (error code: u511) did not occur when the gripper was closed, and seal mode output was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.